Event description:
A malfunction alarm with code malf 12 was reported, and technical support confirmed the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received instructions to reset the pump, and technical support assisted with the resetting process. Following the reset, the issue did not recur, and the customer was advised to continue using the pump while contacting technical support if the problem returned.